Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during use of this rfg3 for treatment of the patient's great saphenous vein (gsv) and short saphenous vein (ssv), 14 watts is not achieved in the time it should be. This issue does not occur when using a different rfg3. This is reported to have resulted in the patient getting very ablated and a higher ehit rate. Patient has ehit 1-3 and acetylsalicylic acid (asa) is prescribed for the 1s and lovenox for 1 week for ii-iii. If this is not resolved in a week then warfarin or other newer agent for 3 months will be prescribed.